Manufacturer narrative:
Ref. Related mfgr report numbers: 2015691-2017-04482, 2015691-2017-04483, 2015691-2017-04484, 2015691-2017-04485, 2015691-2017-04486, 2015691-2017-04489, 2015691-2017-04492, 2015691-2017-04493.

Manufacturer narrative:
The valves were not returned to edwards for evaluation as they remain implanted. Multiple attempts to obtain additional patient information were made, however, the information was not forthcoming. A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, given the limited information available, the source and possible contributing factors to the reported bleedings could not be determined. However, there was no allegation or indication a device malfunction contributed to these adverse events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The dates of the events are unknown, therefore the sapien 3 approval date was noted. Investigation is ongoing. Bibliography: husser, oliver, et al. "Multicenter comparison of novel self-expanding versus balloon-expandable transcatheter heart valves." Jacc: cardiovascular interventions 10.20 (2017): 2078-2087.

Event description:
As reported by the edwards affiliate in (B)(4), a journal article titled ¿multicenter comparison of novel self-expanding versus balloon-expandable transcatheter heart valves" reported that post transfemoral tavr procedure in the aortic position, a total of 36 patients suffered ¿life-threatening bleeding¿ (31 patients during the in-hospital admission and 5 at 30 days). The exact dates of the events are unknown.